Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Unit was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No c13 isolated tape damage noted on the lcd board. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were waiting in the lobby and the pump stopped working. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.